Manufacturer narrative:
Unused samples from various lots were returned for evaluation. Visual verification confirmed the cylinder was correctly aligned with the indentation of the foam. The film did not tear or separate. Functional testing was performed by holding the assembly by the cylinder and gently pulling on each leg of the holder. The film did not separate from the cylinder. It was verified that a fillet was present at the outer perimeter edge of the cylinder. No detachment occurred. The bond between the cylinder and foam was subjected to a pull force of 3lbs with no break resulting. Unable to reproduce the reported failure during testing of returned unused samples.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the device was in use with patient in the nicu. Patient was receiving ventilated life support via an endotracheal tube. The reporter stated that the patient's tube holder became disconnected the from the "x" which adheres to the baby's face. No adverse effects to the patient were reported.